Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to infection. Later, the patient underwent a surgical procedure to implant a new aus. No further patient complications were reported.